Event description:
The lay user/pt contacted lifescan (lfs) in 2008 alleging that his one touch ultra meter powers off during use. After several attempts, the technical service rep (tsr) was unable to contact the pt to obtain add'l info. The pt normally tests his blood sugar level 3x per day. He takes novamix 30 insulin which has not been changed. He currently takes 70 units am 50 units at lunchtime and 70 units pm. The pt explained that he first experienced the unit powering off during testing on the same day, and he has not been able to test since this date. He reported that on three days later, at approx 3:30 am he began to feel "hypo-symptoms-very shaky." As treatment for these symptoms, he had "a chocolate bar and some noodles." He says that he felt better approx "an hour later". It is unk if the pt adjusts his dosages based on meter readings. The pt did not seek medical attention or take actions in regards to his diabetes medication regimen. The technical service rep (tsr) verified that this was not a new product and that the batteries had been replaced per owner's manual guidelines. The pt was unable to verify the condition of the battery contacts. The tsr instructed the pt on the meter's auto shut-off timer and the meter powered off before the expected time. The tsr has sent replacement products to the pt. This complaint is reported because the pt alleges that the lfs meter powered off during use and he was unable to test his blood glucose before taking insulin. Afterward, he claimed he experienced symptoms that suggested hypoglycemia, and treated himself with food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.